Manufacturer narrative:
Product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch. No coil was returned for assessment. Damage location details: no damage or irregularities were observed with the hub. No damage was found to the catheter body; however, spots of dried blood were found within the catheter body. The distal tip was found to be shaped, as mentioned in the report; in addition, no damaged was found with the distal tip, and/or the marker band. No other anomalies were observed. Testing/analysis (including sem/fitr reports): the echelon-10 total length was measured to be ~155.4cm, and the usable length was measured to be ~147.6cm, which was found to be within specification. During testing, water was flushed through the echelon-10 microcatheter, which was able to flush out all the dried blood within the catheter body. Next, an in-house axium device was hydrated and advancing into the echelon microcatheter, where it was able to exit out of the distal tip without any issues. Conclusion: conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kick back¿ report could not be confirmed. The device was returned in good condition and worked as intended during testing. No resistance or kick was reproduced during testing. Possible causes of ¿catheter kick back¿ include high friction, advancing or retrieving an intraluminal device against resistance, vasospasm, catheter tip under stress during the event, or incompatible ancillary devices. However, no root cause was determined. No mention of a continuous flush being administered during the procedure was reported. The coil used in the procedure was not returned; therefore, any contribution the coil had towards the resistance was unable to be assessed; in addition, compatibility was unable to be determined. It was noted that the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion was a 2mm aneurysm in the right ophthalmic artery segment. The cause of the tip deformation/damage was not determined. The tip shape was rebounded without angle. The tip was shaped within 20 minutes. The catheter tip was placed 1cm away from the heat source.

Event description:
Medtronic received a report that the echelon catheter's tip was deformed and would not maintain the shape. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the patient was undergoing an embolization of aneurysm with coil. After the echelon microcatheter was conventionally shaped and delivered in place, it was found that the tip end of the microcatheter rebounded in the process of delivering the spring coil, so the microcatheter was withdrawn, and it was found that the shaped shape was not maintained, reshaped and delivered again, and the shape of the tip end was still deformed, so the new microcatheter was replaced and the surgery ended smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.